Event description:
There were two fast-fix devices involved with this meniscal repair case, the first being a curved fast-fix and the second being a straight style fast-fix. The t1 for both devices was left in the patient when the surgeon was unable to secure t2 into the tendon. There was a delay of 8 to 10 minutes and no patient injury was reported. Reference MDR 1219602-2001-00098.